Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter: during a gastric bypass procedure involving the bowel, the user could not load the device. The needle fell into the cavity of the patient but was retrieved by the doctor. The current status of the patient is reported as okay.